Manufacturer narrative:
Product ID 8711 lot# n172940023, implanted: 2009 (B)(6); product type catheter product ID 8590-1 lot# n132379, implanted: 2009 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that the patient had a pump refill in (B)(6) 2013 and approximately 4-5 days later an abscess was discovered. The patient had developed an infection. The patients stated that the pump was on the right side but the abscess was on the left, center and ¿on top¿ or above the pump. The patient recently had the drain tube taken out from the infection. The patient also noted that he needed 3-4 units of blood. The patient suspected that the cause of the infection could have been related to the doctor because, the patient encountered the infection after meeting with the doctor. The device system delivered dilaudid and ropivacaine. Additional information has been requested but was not available at the time of this report.